Event description:
The reporter noted "during lumbar arthrodesis surgery, when the surgeon attempted to place the malibu crossbar, it came apart. There was no injury or risk to the pt and the event did not lead to an increase in the surgery time. The device was not used in this procedure". Additional info was requested by integra and was not received at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.